Event description:
Admitted for small bowel obstruction. Pt had ventral hernia repair in 2001. Dual mesh gore 10 x 15 implanted, lot #00930133. Smooth portion free of bowel. Curled rough portion with bowel adhered leading to small bowel obstruction.